Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause appeared to be associated with use of the device. One groshong nxt connector was received assembled to a segment of groshong tubing. The catheter extended 0.9 cm from the distal end of the oversleeve. The remainder of the catheter had been cut away and was not returned for investigation. A functional test revealed fluid leaking from the distal end of the oversleeve when the catheter was pressurized. A puncture was observed in the section of catheter tubing just distal to the compression sleeve within the connector. It was observed that the catheter was recessed within the proximal end of the compression sleeve and the proximal end of the compression sleeve did not sit adjacent to the connector blunt, which indicates that the catheter may have been punctured with the metal cannula during the connector assembly process. This can occur if the distal connector is advanced at an angle over the metal cannula. The instructions for use (IFU) state, ¿with a straight motion, slide the oversleeve portion of the connector and the statlock* stabilization device compatible connector with extension leg together¿. A lot history review (lhr) of redw0517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage occurred when the patency of the catheter was confirmed just after catheter placement. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage occurred when the patency of the catheter was confirmed just after catheter placement. There was no reported patient injury.